Manufacturer narrative:
Both leads used in the procedure were from the same lot.

Event description:
Three (3) days after removal of the evoke scs trial leads, the patient was evaluated in a hospital setting for increased back and abdominal pain and paresis in lower limbs. A spinal blood clot was treated with surgical intervention.